Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue.

Event description:
Nurse attempted to open two packages of cement, the inner packaging of both was opened and polymer leaked out. The procedure was completed with different cement and there was no delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Device availability - date returned to manufacturer - unknown. Review of device history records show that lot released with no recorded anomaly or deviation. Visual inspection of the inner pouch found the supplier sealing was opened partially. Corrective action has been initiated for the reported issue.